Manufacturer narrative:
Therapy and event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2020-02984. It was reported patient experienced erosion at the anchor site. Both the anchors were protruding through their skin. As a result, the physician explanted the full system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.